Event description:
Datascope intra aortic balloon pump on pt and unit was plugged into wall outlet. Pump stayed on battery power and the battery depleted after approximately 30 minutes and pump failed.